Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed and the cause appears to be use related. One 3cg stylet was returned for investigation. The stylet exhibited a complete break in the magnetic tip, which was located 5.25 cm from the distal tip. The core wire on the proximal stylet segment extended 1.65 cm from the break in the polyimide tubing. A microscopic examination of the break site revealed a rough and uneven edge along the circumference of the polyimide tubing. No indications of the stylet being cut were noted. One full and one broken magnet were observed in the polyimide tubing proximal to the break site. The distal end of the partial magnet coincided with the plane of the break in the polyimide tubing. The broken magnet was 1.5 mm in length, which is below the specification limit of the magnet length and confirms that the magnet broke. The number of magnets observed within the tubing meets the specification, which indicates that all magnets are accounted for except the portion of the broken magnet. A 1mm gap was visible between the plane of the break and the first magnet in the distal stylet segment. This gap is where the other half of the broken magnet would have been located. It is unknown when the broken portion of the magnet separated from the polyimide tubing. While observing the magnets in the distal stylet segment, the core wire was visible between the polyimide tubing and the magnets and the proximal tip of the core wire segment was located 1.65 cm distal to the plane of the break, which matches the extension length of the core wire from the distal end of the polyimide tubing in the proximal stylet segment. The distal tip of the exposed core wire exhibited a granular surface, which is indicative of a break. The polyimide tubing was kinked 1.5 mm and 7.0 mm proximal to the plane of the break. The kink located 1.5 mm from the break was located between two magnets. The kinking in the polyimide tubing indicates that the stylet was kinked during use. The break in the magnet may have initiated the tear in the polyimide tubing. The break in the magnet was most likely caused when the stylet was kinked. The kink in the stylet was most likely caused during insertion. The complaint incident report (cir) indicated that the PICC was difficult to thread through the upper arm vein. The cir indicated that the PICC "kept bouncing back on her and not advancing". The cir also states, "upon completion of successful PICC insertion (PICC was retracted and readvanced without difficulty), brisk blood return and easy flushing, the stylet was removed. It was bent, like the number 7, and was hanging on to the wire by "thread". The user did not cut the wire by mistake when trimming." The powerpicc IFU states, "do not bend catheter at sharp angles during implantation." "For central placement, when the tip has advanced to the shoulder, have the patient turn head (chin on shoulder) toward the insertion side to prevent possible insertion into the jugular vein." The IFU for the 3cg stylet states, "ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury." "Avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of rezk1085 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 - it was reported by complainant that while guidewire was being inserted, the wire bent. "Intravascular wave form" did not come up because the wire was fractured. No patient injury reported.